Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received an inappropriate shock(s) for supra ventricular tachycardia (svt). No further information could be obtained through follow-up. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.